Manufacturer narrative:
The customer's report of lasix infusing faster than expected was not confirmed. Inspection showed a centered sear design. The sear was found to be sticky and would not always spring back. Log analysis showed that on (B)(6) 2018 prior to starting the furosemide (lasix) infusion, two flo-stop open alarms occurred. The 1st one occurred at 1:38:29 pm and lasted approximately 2 seconds. The 2nd one occurred at 1:38:31 pm and lasted approximately 1 second. At 1:43 pm the pump module was programmed using guardrails drugs for furosemide to infuse at 5mg/hr (2.5ml/hr) with a vtbi of 50ml. At 2:56 pm the user programmed a delay for 55 minutes and confirmed the delay. At 3:52 pm the delay completed on schedule and 16 seconds later the user powered off the pump module. The primary volume infused for this period was recorded as 3.002 ml. The log did not show the module having been programmed for any additional infusions of lasix. Log analysis confirmed a secondary infusion of piperacillin/tazo that was programmed and started on another channel at approximately the same time as the lasix infusion; it was programmed to infuse at 100ml/hr with a vtbi of 50ml. Functional testing with a lab test set showed that the safety clamp failed to activate on three occasions. The event IV set was not returned for testing. Rate accuracy testing was performed and no anomalies were found. No unregulated flow was observed. The root cause of the lasix infusing faster than expected was not determined. However, previous investigations have shown that when opening the pump module door, without first closing the roller clamp on devices equipped with a centered sear design, unregulated flow may occur. The issue with the centered sear design would not contribute to unregulated flow when the pump module door is properly closed and infusing.

Manufacturer narrative:
The devices have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.

Event description:
The customer reported lasix was programmed to infuse at a rate of 5 ml/hour with a vtbi of 50 ml. The nurse initiated the infusion and checked that it was infusing correctly. Shortly after 1400, the nurse initiated an antibiotic infusion on a different channel and did not notice any issues with the lasix infusion. Sometime after 1400, the lasix bag was noted to be empty, which it should not have been at that time. The correct programming of the pump was verified by at least one other rn. The channel stated it had a vtbi of 47.5 ml, despite the bag being empty. It was verified there was not a secondary infusion accidentally programmed. There was no sign of fluid leaking from anywhere. The antibiotic had continued without difficulty on a different lvp. The patient experienced temporary harm and received minor treatment.